Manufacturer narrative:
Date of the event was estimated. Regulatory report #3004209178-2018-15175 contains information regarding the first interstim ii. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had two ekgs and there was interference at both procedures. It was stated that the interferences occurred in (B)(6) 2018. It was reviewed that the patient should turn stimulation off to avoid interference during the EKG test. There were no symptoms or further complications reported or anticipated.